Event description:
It was reported that a spectrum pump turned on and off by itself during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6) h11: the device was received for evaluation. During functional testing, the customer reported problem of ¿turns on and off by self¿ was not reproduced. The pump was tested using a known good power cord. When the power cord was connected, the device powered on and entered charging mode as expected. When only the wireless battery was used, the device did not power on until the door was opened or the on/off key was pressed. The device operated as designed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.